Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main 3.2 all pockets were not on the bus due to a loose connection of the cable. A field service engineer reseated the row board cable and recovered the ghost pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 3.2 and 3 were detached from the bus and displayed ghost pockets in the emergency room. The customer reported that the pocket did not open, preventing the user from accessing medications and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.